Event description:
A caller reported that their pump screen was dark and would not turn on, and the t:slim x2 pump battery would not charge. Despite initial troubleshooting efforts, such as using a working power source and known charging supplies, the pump remained unresponsive with no blinking led. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer technical support sent a replacement tandem cable and wall adapter via two-day shipping, advising the use of a backup insulin pump if needed. Upon follow-up, the customer confirmed that the pump was charging without issues, and the case was closed.